Manufacturer narrative:
(B)(4). Unit was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify battery out limit, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test or verify constant lost sensor alarms due to blank display. Pump received with minor scratched lcd window, broken battery tube threads, cracked case at the display window corners, cracked lcd window and broken reservoir tube lip. The battery cap set and battery tube does not lock into place due to battery tube threads damage.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump had cracks and had a missing piece. The customer had to use a tape to hold the battery in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.